Event description:
A report was received that the patient was experiencing charging difficulty due to pocket had shifted. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician elected to replace the ipg. The physician believed that the ipg had not rotated in the pocket. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing charging difficulty due to pocket had shifted. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing charging difficulty due to pocket had shifted. The patient will undergo a revision procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was returned as the patient was having difficulty charging it due to shifted pocket. Upon receiving, the ipg was in hibernation. In the lab, the ipg was charged in two charging cycles. Charge profile revealed no anomalies. Battery depletion rate and sleep current rate of the device were within the expected ranges. The device passed all required tests. The device exhibits normal device characteristics.